Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed a red irritation under the front sensor. The patient indicated that their doctor recommended cortisone cream for the affected area. During a follow-up, the patient indicated that the condition of the irritation had improved after applying the cortisone cream.